Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprosthesis was implanted during an ercp procedure within the bile duct on (B)(6), 2010. According to the complainant, after the stent was deployed into the patient, it only measured 4cm. The packaging on the device indicated that this was a 6cm stent. The physician deployed another 8cm stent within this complaint device in order to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprosthesis was implanted during an ercp procedure within the bile duct on (B)(6), 2010. According to the complainant, after the stent was deployed into the patient, it only measured 4cm. The packaging on the device indicated that this was a 6cm stent. The physician deployed another 8cm stent within this complaint device in order to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4)- non-surgical medical intervention required. Stent incorrect size. Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. However, a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause of the issue is being called operational context; anatomical factors have may caused the stent to appear shorter than what was expected. Additionally, a review of available images was unable to provide any additional information.